Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that "system advisory maintenance recommended" was recorded in history. During analysis, annual preventive maintenance reminder was noted, keypad was locked up due to the customer not disabling the silent alarm button when the pump alarmed. It was noted that annual preventive maintenance reminder was the cause of the reported issue. Service replaced the right plunger case and performed recalibration to correct the reported issue. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that the system advisory maintenance of a smiths medical medfusion pump recommended that the key pad was locked. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.